Manufacturer narrative:
Investigation results: the complained products were not received. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the current information and without a product for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2024-00009 (internal aesculap ag ref. No. (B)(4) - nx782k ), 9610612-2024-00010 (internal aesculap ag ref. No. (B)(4) - nx752k), 9610612-2024-00011 (internal aesculap ag ref. No. (B)(4) - nx062k). Involved components: nx924/ e.motion ps pro men.comp.f4/f4n r 14mm. - lot 52495056 (internal aesculap ag ref. No. (B)(4)) nx042/ patella 3-pegs p2. - lot 52662572 (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nx062k -tibia extension stem 12x52mm cemented. According to the complaint description, the patient experienced a persistent "disabling" inflammatory reaction postoperatively. An allergy consultation was performed which showed sensitivity to several metals. The initial implantation had occurred on 07sep2021. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional information regarding the patient is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch-reports: 9610612-2024-00009 (internal aesculap ag ref. No. 400639120 - nx782k ) 9610612-2024-00010 (internal aesculap ag ref. No. 400639121 - nx752k) 9610612-2024-00011 (internal aesculap ag ref. No. 400639124 - nx062k) involved components: nx924/ e.motion ps pro men.comp.f4/f4n r 14mm. - lot 52495056 (internal aesculap ag ref. No. (B)(4)) nx042/ patella 3-pegs p2. - lot 52662572 (internal aesculap ag ref. No. (B)(4))